Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, flushing was difficult and air ingress was observed. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked and the retainer ring was loose. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the loose retainer clip. Regarding the as reported device entrapped air and device difficult to flush a cause code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, flushing was difficult and air ingress was observed. The procedure was completed with another of the same device. There were no patient complications.